Event description:
It was reported that there was an issue with the setup wizard. On (B)(6) 2026, the patient¿s spouse called in for assistance with setting up the g7 app. During this call it was mentioned that the patient¿s had previously stopped using the g7 device for 2 months because he was ¿going in and out of the hospital¿. However, no further details were provided about the patient¿s hospitalizations, including whether they were related to the dexcom device, patient symptoms, treatment details, or length of stay. No other patient or event details were available. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.